Event description:
It was reported the when the 3.50x12 mm xience xpedition stent delivery system (sds) was removed from the packaging there was no stent implant on the balloon and it is believed that the stent dislodged somewhere in the packaging. The device was not used on the patient. No clinically significant delay in the procedure was reported. A similar device was used successfully on the patient without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Date of event has been estimated.